Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the internal battery was observed. The device's internal battery needs replaced to address the reported issue; however no repairs will be performed as the device will be scrapped.